Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00938. This report is being submitted as additional information. Approximate age of device- 3 days. Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed. Additionally, analysis of the log file provided by the account revealed elevations in pump power and estimated flow; however, a specific cause could not be determined through this evaluation. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log files. The log file appeared to show the system operating as intended. The patient remains ongoing on vad support. Device thrombosis and hemolysis are listed (in the heartmate ii IFU) as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The hmii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides details regarding the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported on (B)(6) 2018 that the patient was in the intensive care unit following pump exchange for pump thrombosis on (B)(6) 2018. Post-exchange pump powers were elevated, and device thrombosis was suspected. The patient¿s lactate dehydrogenase (ldh) was greater than 700 u/l on (B)(6) 2018 and decreased to approximately 400 u/l on (B)(6) 2018. The patient was placed on enoxaparin bridge until inr was therapeutic. On (B)(6) 2018, it was reported that a 30 hour period with a significant increase in lvad power between (B)(6) 2018 and (B)(6) 2018 occurred. The pump power had since returned to baseline. This was reportedly the second such increase since pump exchange on (B)(6) 2018 and was consistent with power elevations experienced prior to pump exchange. No additional information was provided. The patient was discharged home after recovery from surgery.

Manufacturer narrative:
Correction: age or date of birth, usage of device.